Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal to mid left anterior descending (lad). A 3.0x20mm synergy drug eluting stent was advanced in the lesion. However, it was noticed that the stent seemed shorter than the marker and looked abnormal. The device was removed and it was noted that the stent itself was damaged on the proximal portion. Another synergy stent was deployed in the lesion and the procedure was completed. No patient complications were reported and the patient went home without any issues.